Manufacturer narrative:
On (B)(6) 2020, abbott diabetes care received a medwatch report mw 5095673 regarding this event. Additional information provided in this medwatch report is as follows: the customer reported the date of event as (B)(6) 2019, whereas the caregiver reported to adc that the date of event was (B)(6) 2019. The customer specified that the blood glucose reading of 12 mg/dl was taken on a healthcare meter, and not obtained by the customer himself. The customer specified that he was in the i.c.u. For a length of 5 days. The customer provided a contact phone number (e1).

Event description:
A caregiver reported the error message, "sensor timeout start a new sensor," when the customer scanned the adc freestyle libre sensor. On (B)(6) 2019, the customer obtained a blood glucose of 12mg/dl on an unknown meter and experienced symptoms of nausea, vomiting, dehydration and was unable to treat themselves. The customer was treated by paramedics for a blood glucose of 14mg/dl and 10mg/dl with IV d50 (dextrose 50%) and was admitted to the ICU and treated with IV d10 (dextrose 10%). The customer was diagnosed with dka. Of note: the paramedic's treatment and ICU treatment are not consistent with the diagnosis of dka. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the error message, "sensor timeout start a new sensor," when the customer scanned the adc freestyle libre sensor. On (B)(6) 2019, the customer obtained a blood glucose of 12mg/dl on an unknown meter and experienced symptoms of nausea, vomiting, dehydration and was unable to treat themselves. The customer was treated by paramedics for a blood glucose of 14mg/dl and 10mg/dl with IV d50 (dextrose 50%) and was admitted to the ICU and treated with IV d10 (dextrose 10%.) The customer was diagnosed with dka. Of note: the paramedic's treatment and ICU treatment are not consistent with the diagnosis of dka. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caregiver reported the error message, "sensor timeout start a new sensor," when the customer scanned the adc freestyle libre sensor. On (B)(6)2019, the customer obtained a blood glucose of 12mg/dl on an unknown meter and experienced symptoms of nausea, vomiting, dehydration and was unable to treat themselves. The customer was treated by paramedics for a blood glucose of 14mg/dl and 10mg/dl with IV d50 (dextrose 50%) and was admitted to the ICU and treated with IV d10 (dextrose 10%.) The customer was diagnosed with dka. Of note: the paramedic's treatment and ICU treatment are not consistent with the diagnosis of dka. There was no report of death or permanent injury associated with this event.